Manufacturer narrative:
The sample was received and the pigtails of the stent had broken off. Visual examination noted that the pigtail of the stent was fractured approximately mid-way between the seventh black mark on the bladder coil. The broken area had jagged edges possibly indicating that the stent was stressed beyond it tensile capabilities. A review of the device history records for the reported lot number did not show any problems or conditions that could have contributed to the reported issue. The finished product met all specifications prior to being released for general distribution. The instructions for use states in the precautions: improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. Exercise care. Tearing of the stent can be caused by sharp instructions. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4).

Event description:
It was reported after opening package, the pigtail of the stent was fractured. The device was not used on the patient.